Event description:
It was reported that a patient experienced sepsis coincident with peritoneal dialysis (pd) therapy. The cause of the sepsis was unknown. The patient was hospitalized for the sepsis event. Treatment and patient outcome was not reported. It was unknown if pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.